Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on left eye (os) at an 11 day post op exam. A brief description from the surgery center indicated the patient presented with red, watery, and painful symptoms on the left eye and a large dense infiltrate was found superior of left eye. A flap lift, cleaned and culture were performed to treat the symptoms. The patient was referred to a cornea specialist. Post op: bcva from (B)(6) 2016: right eye post-op 20/20 .25 x -.25 x 50. Left eye post-op 20/20 .25 x -.75 x 75. This report is for the excimer laser.